Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain further information regarding the event, however no response was received from the customer.